Manufacturer narrative:
No patient involved. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that when demonstrating changing from one system to another, the system read "no motor detected". The motor had been plugged in and worked for the first two demonstrations. The motor was taken out and repositioned without resolution and read the same on two consoles. No additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.

Event description:
It was reported that multiple consoles have shown motor disconnects when the centrimag pump was connected to the console. This did not involve a patient as the time.

Manufacturer narrative:
Voluntary mw number: (B)(4) was received 20nov2019. B5: additional information. No further information was provided. The manufacturer is closing the file on this event.